Event description:
Caller states that the pt tested 5.0 inr on the coaguchek system and 3.53 inr on a comparison lab. Coumadin was held based on device result, however, no adverse event reported. Comparison performed in a medical facility. Requested return of suspect test system and replacement was sent.